Event description:
According to the reporter, during a cardiovascular surgery, while suturing, the connection of the needle and thread broke for the three pieces of suture. To resolve the issue, the physician changed to other brand of suture to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a4c2048y), cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a4c2048y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. A video was also provided. Visual inspection noted on the video were two needles and one purple suture. The needles were observed to be disengaged from any suture. The first image showed a purple suture and needle were observed within a plastic bag. The needle was observed to be disengaged from the suture. The ends of the suture were observed to be darker than the rest of the suture. The second image observed a needle to be disengaged from any suture. No damage or visual abnormalities to the needle could be identified. It was reported that the connection of the needle and thread broke for the three pieces of suture. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.